Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had a sizable hematoma and for that reason the patient was brought back to procedure room; the patient was implanted a day before the hematoma was evacuated, the physician indicated that the hematoma could be caused by the implant technique, not device related. No other patient symptoms were reported. Remains in service. No additional adverse patient effects were reported.